Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual priming. Customer's blood glucose was 74 mg/dl. The customer reported that alarm was resolved by a reservoir change. Customer is not able to troubleshoot at time of call due to unable to determine the cause of the issue. The customer is returning the product at her request.